Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. The lower 135 degree and x-stage cover was replaced and the system was passed checkout and system performed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field it was discovered that the metal actually cracked on the lower tube louver cover. The bracket was actually bouncing around so it had to be replaced. The tube fans were also damaged by some type of surgical drape that got stuck in the system. These parts were replaced. A quote was provided for the lower inner cover and the x-stage cover. The fan was returned for analysis. Visual inspection showed broken/missing fan blades on the fan assembly. Other relevant device(s) are: product ID: bi71000531, serial/lot #: rev. 6 : s/n n/a. Product ID: bi71000159, serial/lot #: none; product ID: bi71000452, serial/lot #: none; product ID: bi71000158, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system has damaged covers and it also appears that a cooling fan is broken. There was no patient present when this issue occurred. It was reported that the site ran something into the corner of the system when it was open. It was noted that they must have jammed the fan into something or shoved something into the fan itself. It was noted that this happens in the operating room when they are not watching the other sides as well as they should have been. The impact broke a metal louver tube cover. It was reported that the tube louver cover and fan would be replaced. The 135 degree cover was also quoted but only the louvre cover damage and the fan damage were affecting the performance. The inner cover, louver cover and fan were damaged by this incident and the x-stage cover was damaged by improperly docking. There were big dents around the docking holes. It was noted that if it got worse, then it could affect the movement.